Event description:
It was reported that the patient's vns generator and a portion of the leads had been explanted due to an infection. The explanted products have been returned and are currently undergoing analysis. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received from the surgeon's office indicating a note from late march stated the surgeon aspirated the wound and attempted to take cultures but no fluid was observed. The patient was noted as improving but not completely healed on (B)(6) 2012. The patient began having increased seizures due to the antibiotics on (B)(6) 2012. The patient was noted as doing better on (B)(6) 2012 and had completed antibiotics. The last note dated (B)(6) 2012 indicated the patient failed oral antibiotics and an infection was present at both the neck and chest sites. No trauma or manipulation of the wound sites was noted. Vultures taken at that time indicated staphylococcus aureus. The patient's lead and generator were removed at that time. Analysis of the returned lead and generator has been completed. The generator performed to specification and no anomalies were observed. Most of the lead was not returned for analysis. No anomalies were observed in the returned portion of the lead.